Event description:
Customer reported, the system is displaying a generator when attempting to fluoro. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the generator driver board. System operates as intended.